Event description:
The following has been reported: biomed reported: 'staff states "the pump stated system failure and alarmed." Unable to replicate. We have a pump sn: (B)(6), which staff states "the pump stated system failure and alarmed". Brought the pump to the office and cleaned it and ran test infusions, was unable to replicate." Patient harm: no. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was not stopped. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.

Event description:
The pump was returned for sticky fva pins. The fva pins were found to be sticky during start up cycle and being manually cycled. Removed fva assembly and found excessive debris on fva pins primarily on the "output" pin. Cleaned fva pins and channels and reinstalled fva assembly. Due to the debris being found along with the cleaning, fva lip seals will be removed and replaced. No other damage found.